Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set showed a small tear in the silicone segment below the upper fitment component, measuring approximately 0.02 inches long. No crush marks or tool marks were observed around the upper fitment. Functional testing and pressure testing showed a fluid leak from the upper part of the silicone segment. The root cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing had a hole in it. There was no report of patient harm.